Manufacturer narrative:
Device evaluation: the evaluation of (B)(4) confirmed the report of suspected pump thrombosis. Examination of the proximal side of the outlet stator revealed a tissue-like thrombus formation surrounding the outlet bearing ball. The thrombus lacked lamination and did not appear to have originated in this location; however, its specific origin cannot be determined. The thrombus showed areas of denaturation, and contact marks were noted on the outlet portion of the rotor and outlet bearing cup, indicating that the deposition was present for an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced hemolysis and suspected device thrombosis. The patient had a consistently high lactate dehydrogenase level despite a therapeutic inr. A heparin infusion was initiated. The patient's anticoagulation medications included plavix, aspirin and warfarin. The patient received a pump exchange on (B)(6) 2015. Additionally, information was received from the intermacs registry stating: increased ldh despite multidrug rx - asa bid, plavix bid, coumadin and heparin. Tpa poor choice - significant increase in bleeding risk w/ additional high dose antiplat rx along w/ coumadin and heparin. No guarantee it will resolve thrombus. Safer option is vad exchange and would follow w/ asa and brilinta plus coumadin rx. Additional information included: thrombus event: signs or symptoms: elevated ldh thrombus event: intravenous anticoagulation: yes thrombus event: event confirmed: no ae device malfunction: no patient outcome: exchange: yes device malfunction causative factor: prothrombotic states: yes device malfunction causative factor: no cause identified

Manufacturer narrative:
(B)(4). The device was returned for investigation. The evaluation is not yet complete. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4)). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.